Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery. During the surgery, the tip of inserter broke during insertion. The doctor tried to rotate the device in-situ by pushing on the inserter handle. The threaded tip of the inserter remains inside the patient attached to the implant. Patient complications were reported to be unknown.

Manufacturer narrative:
Other: device fragment remains in patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: chronic back pain, bilateral radiculopathy, prior instrumented fusion l4-l5 type of procedure: oblique lumbar interbody fusion (olif) levels: l3-4 no patient complications were reported due to the reported event. At the time of the event, there was no plan to explant the broken fragment.

Manufacturer narrative:
Product analysis: visual review confirmed the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Optical examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. There is a shear lip that is consistent with bend stress overload. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review result: intra-op films for l3-l4 oblique lumbar interbody fusion procedure have been provided. There is a radiopaque object in the interbody graft which is the tip of the inserter by report. The instrument is reported to have broken during a rotational maneuver of the graft. If information is provided in the future, a supplemental report will be issued.